Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.